Event description:
It was reported that before use, a silicone flash was found on a drain hole. After the same was received at the manufacturing site, it was determined that the drain had several drain holes containing flash or burrs and other drain holes were not completely perforated and were partially occluded.

Manufacturer narrative:
The reported issue was confirmed and based on sample condition was determined to be a manufacturing related issue. During visual evaluation, 8 holes were found with flash and 3 holes were found not completely perforated and occluded at 25%. Each flat drainage must be free of loose flash and fragments. Any perforation partially or totally occluded is not permitted therefore, the drain was found out of specification. (B)(4).